Manufacturer narrative:
This device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. However, engineering review was conducted. This review determined that the pd error was due to a transient memory anomaly, and was likely a result of a design issue related to the device software.

Event description:
It was reported that during a routine device follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) indicated a patient data (pd) error had occurred. Technical services discussed the device performed a reset due to a bit flip in the area of the device's memory affecting patient data. Device therapy remains available, and technical services provided steps to be performed due to this error code. The patient information, such as name and model/serial for the associated electrode should be re-entered, and a note should be added to document the actual implant date, as these details were erased during the reset. It was noted the implant date would be set to the date of the interrogation when manual or automatic setup is next performed and this is not able to be corrected. No data was submitted to technical services for evaluation; no adverse patient effects were reported and the device remains implanted and in service. The sales representative had been contacted by phone to help manage this case and was not able to obtain the serial number for the device, or the name of the physician and facility where the event occurred.

Manufacturer narrative:
This device remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. However, engineering review was conducted. This review determined that the pd error was due to a transient memory anomaly, and was likely a result of a design issue related to the device software.

Event description:
It was reported that during a routine device follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) indicated a patient data (pd) error had occurred. Technical services discussed the device performed a reset due to a bit flip in the area of the device's memory affecting patient data. Device therapy remains available, and technical services provided steps to be performed due to this error code. The patient information, such as name and model/serial for the associated electrode should be re-entered, and a note should be added to document the actual implant date, as these details were erased during the reset. It was noted the implant date would be set to the date of the interrogation when manual or automatic setup is next performed and this is not able to be corrected. No data was submitted to technical services for evaluation; no adverse patient effects were reported and the device remains implanted and in service. The sales representative had been contacted by phone to help manage this case and was not able to obtain the serial number for the device, or the name of the physician and facility where the event occurred.